Event description:
The account has replaced the valves on the manifold to keep the head section from drifting down but the head section was drifting down very slowly.

Manufacturer narrative:
The account replaced the hydraulic manifold to repair the bed.